Manufacturer narrative:
The investigation for the reported hemolysis and thrombocytopenia has been completed. The impella device was returned for evaluation. Upon evaluation, a clot was observed around the impeller. The sterile sleeve was detached on one side. There were no cannula kinks. Data logs were reviewed which showed positioning alarms throughout the case, but the pump's position was confirmed to be correct via echo. There are placement signal low alarms throughout the case. The root cause of the hemolysis was most likely biomaterial. The root cause of the thrombocytopenia was not determined due to insufficient clinical details. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected low s or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Event description:
The user facility reported a 41-year-old male noted as high-risk percutaneous cardiac insertion was implanted with an impella rp flex device for mechanical circulatory support. The patient was on impella rp support and the patient had a thrombus. The impella rp flex was entrained with a clot. The patient was provided with anticoagulation. The impella rp flex was removed and replaced with protek duo.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.